Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the modular neck phac1254 lot 0711383890 implanted with a preserve stem on (B)(6) 2014, broke in (B)(6) 2017 and the patient had to undergo a revision surgery on (B)(6) 2017 where the broken neck/stem was removed and a profemur r was implanted.